Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a non-bsc guidewire crossed the lesion, a 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body. The device was replaced with a cutting balloon and an express stent was deployed. Post dilation was performed with a mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and in the inflation lumen. Microscopic inspection revealed a burst in the balloon material, 20mm in length. Inspection of the remainder of the device found no other defect or irregularities. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a non-bsc guidewire crossed the lesion, a 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body. The device was replaced with a cutting balloon and an express stent was deployed. Post dilation was performed with a mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.